Event description:
Technician alleged that the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician found worn out brake bearings in the brake block assembly. The technician replaced the brake block assembly to resolve the issue.